Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified cephalic vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the blue balloon cover was unable to cover all the balloon part and the balloon shoulder part on the shaft side was slightly inflated. Upon insertion, the inflated part was crushed through by the finger in order to be inserted into the sheath. However, at first inflation, the balloon was ruptured at 10atm within 10 seconds. The device was simply pulled out without any problem. The procedure was completed with a non boston scientific device. No patient complications were reported and the patient was good post procedure.